Event description:
It was reported that 1 device was used during a esophagectomy. It was reported by the affiliate that the cdh21 instrument was used and there was leakage. The pt received a reoperation to perform the anastomosis again. The device was discarded.